Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed rise in power consumption and multiple high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification but failed functional testing due to power shift condition during the post-explant wet test. Per internal investigation, the power shift condition does not correlate with complaints. In addition, the device failed visual examination due to the mild to moderate scoring marks observed on the lower housing ceramic surface and matching on the inferior surface of the impeller, and minimal scoring marks observed on the upper housing ceramic surface near the electrical header and the superior surface of the impeller. These friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information: it was reported that the patient was hospitalized on (B)(6) 2015 for suspected thrombus. It was stated that during the pump exchange pump thrombus was visualized and that patient tolerated the exchange well. Patient was discharged home on (B)(6) 2015 and reported on doing well. It was reported from the pathology lab: that gross findings include mild to moderate abrasions involving the lower housing ceramic surface and the inferior surface of the impeller, and minimal abrasions including the upper housing ceramic surface near the electrical header and the superior surface of the impeller. Material noted on the superior surface of the impeller prior to cleaning is histologically consistent with thrombosis. The focal distortion of the o-ring is presumed due to post handling of the sewing ring.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Also stated, controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Per IFU: high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU also addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the "patient presented to clinic with high watt alarm and was admitted and later had dark urine." It was stated that the patient had a "pump exchange." No additional information provided. Investigation is ongoing.